Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I can prove migration but not when') and endometrial ablation ('no hsg due to ablation') in a female patient who had essure inserted. Other product or product use issues identified: device monitoring procedure not performed "no hsg due to ablation". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). At the time of the report, the device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation and endometrial ablation to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: device dislocation, endometrial ablation, device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I can prove migration but not when') and endometrial ablation ('no hsg due to ablation') in a female patient who had essure inserted. Other product or product use issues identified: device monitoring procedure not performed "no hsg due to ablation". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). At the time of the report, the device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation and endometrial ablation to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: device dislocation, endometrial ablation, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.